Event description:
It was reported that the device was used during an open deep anterior resection. The anvil would not connect properly upon first attempt. On second attempt the anvil was connected. The surgeon fired the device, but a crunch sound was not heard. The lower donut was incomplete and a leak test indicated a leak on the posterior side. The anastomosis was reinforced with hand suture. A second leak test was performed with negative results. On fifth post operative day the pt developed a fever and subsequently sepsis. Soiled drainage was noted so pt was taken back to surgery. Hand suture was used again to reinforce staple line and a hartman's pouch was placed to help the site heal. Pt developed renal failure and respiratory insufficiency leading to temporary hemodialysis and intubation.